Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected lost sensor alarm anomalies noted. Device received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons was sticky and unresponsive very often. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had no delivery alarm. Customer also stated the insulin pump had scratches. The insulin pump will not be returned for analysis.